Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report physical damage to defibrillation cable. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device will not power on with ac power only. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section b5 executive summary of initial MDR indicates: the customer contacted stryker to report physical damage to defibrillation cable. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event. Section b5 executive summary of initial MDR should indicate: the customer contacted stryker to report that their device will not power on with ac power only. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event. Section h6 device code grid of initial MDR indicates: mechanical problem. Section h6 device code grid of initial MDR should indicate: failure to power on. After replacing power pcb assembly and power supply, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The issue was only related to ac power. The device was still able to power on with dc power.

Manufacturer narrative:
The root cause of the reported issue of the device not powering on with ac power is determined to be to the eos power supply pcb assembly. Visual inspection showed that fuse f1 and varistor mv3 were blown.

Event description:
The customer contacted stryker to report that their device will not power on with ac power only. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.